Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader met specifications prior to release to distribution. Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the reader and no issues were observed. Passed audio and vibration test. The isf (interstitial fluid) log was downloaded using approved software. Performed analysis of glucose value graph. All alarms presented were for glucose values below of the threshold range. Issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The low glucose alarms did not sound and the customer was not alerted of changes in their glucose level. The customer experienced symptoms described as feeling dizzy, euphoric, and a loss of balance. The customer was provided with ice cream and tiramisu for treatment by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The low glucose alarms did not sound and the customer was not alerted of changes in their glucose level. The customer experienced symptoms described as feeling dizzy, euphoric, and a loss of balance. The customer was provided with ice cream and tiramisu for treatment by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.